Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen locking up and becoming unresponsive could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive during use. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.